Event description:
It was reported that during the procedure to treat a diffusely diseased chronic total occlusion (cto) in the proximal to the distal right coronary artery, pre-dilatation was performed with a 1.2x12 trek rx balloon dilatation catheter (bdc) in the mildly calcified, concentric, 100% stenosed, de novo lesion. Additional pre-dilatation was performed using a 2.5x15 nc trek rx bdc, followed by deployment of three rx xience prime stents. The 2.5x15 nc trek rx was then re-advanced to performed post-dilatation of the stents, however, when detaching a stopcock from the proximal hub inflation port, the hub inflation port broke into two pieces. Reportedly, the stopcock had not been attached to the nc trek rx inflation port correctly and force was required to detach the stopcock from the hub. A new nc trek rx was used to complete post-dilatation, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: gaia1, gaia2, sion blue, conquest pro, runthrough, guide cath: bright tip 7f al1.0st, stent: 2.5x38, 3.0x38, 3.5x23 xience prime. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.